Event description:
Mother called stating our pen needle broke away from the hub while injecting her daughter's nightly injection. She was able to pull the needle out of her daughter's arm without having to go to hospital or doctor.